Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-09360. It was reported that stent thrombosis occurred. A 3.00 x 32 and a 2.75 x 16 synergy¿ drug-eluting stents were implanted; however, acute stent thrombosis occurred after stent placement. The procedure was completed with another synergy stent. No further patient complications were reported.